Event description:
A hospital pharmacist reported that following cataract surgery with vitrectomy, the pt developed endophthalmitis. This is the third of three reports from this facility. Additional info has been received.

Manufacturer narrative:
Review of the complaint history shows that this is the first complaint for this contact number and this issue in a period of three years. Review of the batch related documentation of this specific lot showed no irregularities. The sterilization cycle was checked for this specific lot and no abnormalities were reported. The lot was released according to company specifications. No sample is available for further investigation. The root cause cannot be determined. (B)(4).